Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device .the reason for call was patient reported that when they go to charge their implanted neurostimulator, they get a message that says no device found or cannot be done/system problem rm03. Patient said the message first came up probably a couple weeks ago and they had tried resetting the controller 3 or 4 times, but the message was still persisting. Patient mentioned that they were finally able to get the implant to charge, but it would only charge to 30% or 40% before they would have to mess with the controller again. Patient also said that the last time they tried to charge the implant, they couldn't get it to work at all, but today they were able to charge to 50%. Patient inspected recharger cord and pins but did not see any damage. Patient reset controller and reported no rattling in controller. Patient started a charging session of their implant and reported excellent, then poor recharge quality. Patient stated a few times, the recharger would get very warm. The issue was not resolved. A request was sent to the repair department to replace the recharger.no symptoms were reported.

Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger analysis of the [recharger], model [97755], s/n [(B)(6)], found electrical failure - rm03 code. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.